Manufacturer narrative:
Insulin pump was received with a cracked case and cracked battery tube threads. Critical pump error alarm occurred due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose value was 7.2 mmol/l. Customer states the insulin pump was broken. Customer states insulin pump had crack. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.